Manufacturer narrative:
(B)(4)

Event description:
No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an adverse event occurred. Date of issue is an approximation. It was reported that the patient had been hospitalized because of diabetic ketoacidosis (dka). The patient's nurse practitioner stated that the parents did not know the patient¿s glucose level was high because her cgm (and/or app) was not working, but no details of the malfunction were provided. No symptoms or treatment info were provided. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The probable cause could not be determined.